Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced detached cannula event and was hospitalized on (B)(6) 2025 due to hyperglycemia event. The blood glucose level was 490 mg/dl at the time of event and the patient got treated with insulin drip. The patient had high ketones. The duration of hospitalization was for 24 hours. The patient experienced the symptoms of sickness at the time of event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) plan /FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under , investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record database 2446805 event description and all available information and assigned malfunction connection/adhesive issues- accidental it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of complaint investigation: lot was not provided and as a result: no visual inspection is required as no product malfunction alleged while used as intended, and not possible as no product has been returned. No product testing is required as no product malfunction alleged while used as intended, and not possible as no product has been returned. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Root cause of problem: n/a - this complaint did not require escalation to CAPA, therefore no further root cause investigation has been completed. Corrective action as a result of the investigation: n/a - this complaint did not require escalation to CAPA, therefore no CAPA plan is available. Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.